Manufacturer narrative:
The device has not yet been returned. A product analysis has not been performed.

Event description:
It was reported that the handpiece overheated. A replacement handpiece was used to complete the case. There was no patient injury or impact.

Manufacturer narrative:
The product analysis indicates that the device passed all functional tests. There was no fault found. The handpiece was cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.